Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Dr. (B)(6) reported a patient returned for a follow up appointment 2 days post procedure with no flow. He stated the device caused embolization and that the arteries are full of clot. The patient had to undergo aka (above the knee amputation). Dr. (B)(6) states this happened after his laser was upgraded to the 8.4 software and continued with the 8.5. Software.